Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by effluent described as murky with some bloody colored solution. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. The patient was discharged from the hospital eight days after admission. At the time of this report, the patient was recovering from the peritonitis event. It was reported that dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient did not have peritonitis as previously reported. The device is no longer considered suspect for this event. Should additional relevant information become available, a supplemental report will be submitted.